Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that a pericardial effusion occurred post procedure. In (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A 2mm pericardial effusion (pe) was noted prior to implantation of a 33mm watchman ® laa closure device. The patient's international normalized ratio (inr) was 1.7. There was no pe reported post implant. Post implantation the patient was taking warfarin and aspirin. At the 45 day follow-up in (B)(6) 2017, the patient had a 3mm pe. Warfarin was discontinued per protocol the day of the echocardiogram assessment.